Event description:
It was reported that during a meniscal repair procedure the ultra fast fix deployed t1, t2 was deployed simultaneously. No patient injury.

Manufacturer narrative:
Visual assessment showed the depth limiter has been removed. No ts or suture remain on the insertion needle. The trigger has been fully advanced indicating a complete deployment. T/suture construct was returned which showed no abnormalities. The condition of the device indicates the trigger was manually advanced causing the simultaneous deployment. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.